Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the patient reported their ins had been replaced in 2017 because when they would sync their patient programmer to the ins, the ins would shock them. The caller stated that the patient had been seen in the office in (B)(6) 2017 and the ins was replaced a few weeks later. The patient stated that that issue had been resolved with the new ins. No further complications were reported at this time.